Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating while charging. Customer's blood glucose was 65 mg/dl. Reportedly, issue resolved and insulin delivery was resumed.